Event description:
Caller states the patient tested 4.7 inr, 4.5 inr, and 4.4 inr on the coaguchek system and 2.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.